Manufacturer narrative:
Reported to the FDA on september 24, 2007. Manufacturing site: 1049092.

Event description:
The flexi-seal fms was inserted in 2007. The patient was an elderly man. He was a new patient to the ICU and was critically ill. The only info ms. Was able to obtain was that he suffered from c-diff, was septic and was being treated with vancomycin. He had bowel surgery three years prior, possibly due to cancer. He had a history of hemorrhoids. A post application, ms. Was contacted by a nurse in the ICU who was caring for the patient and who had questions regarding the flexi-seal fms product. Ms. Put her in contact with nurse who is a wound care product specialist with convatec. During the course of a phone conversation with this nurse, she mentioned that there was minimal bleeding noted in the tubing and that there had been minimal bleeding from the rectum, prior to the insertion of the flexi-seal fms. This bleeding had been attributed to the fact the patient had hemorrhoids ms. Stressed the importance of knowing the cause of the bleeding and asked about the patient's platelet count. The rn mentioned that it was low and ms replied "the tube should come out". Ms does not know if the device was removed after this conversation. It has been difficult for ms. To obtain any information regarding this case. Mr. Did mention to ms dapavo that the device was removed when they noted a higher volume of blood in the tubing. The patient has since died. Date of removal of the device is not known for sure, possibly day 4 and the date the patient died is also not available.